Event description:
During a pvi procedure, the needle punctured the dilator. When attempting transseptal puncture, it was noted that the dilator was bent. When the needle was inserted, it punctured the dilator. The sheath and needle were replaced and the procedure was completed with no adverse consequences to the patient. The stylet was used with the needle and no additional puncture site was needed. However, the needle was reshaped.